Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power up. The patient was issued a replacement electrode monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor will not power up) is being investigated. As received, the monitor failed incoming functionality testing. A supplemental report will be submitted following completion of root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.